Event description:
It was reported that the pt did not have therapeutic effect. The pt experienced an increase in pain. The pt's pain is on his side. The pt reported that they had never had good relief with the device. The pt had been given hydrocodone by his cancer specialist. The pt had not had a refill for over a year. An alarm was sounding. It was later reported that the pt's pump had been empty for between six and twelve months. The drug used in the pump at the time of the event was morphine. Additional information has been requested; a follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
(B)(4).